Manufacturer narrative:
PMA/510(k) # p100022/s027 b.3 date of event: between (B)(6) 2009 and (B)(6) 2014 device evaluation the unknown device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Document review as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zfv6 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that stent strut fracture is listed as a known potential adverse event within the instructions for use (ifu0058-4). There is no evidence to suggest the user did not follow the IFU. Root cause review a definitive root cause could not be determined from the available information. A possible root cause could be attributed to difficult patient anatomy and/or stent fatigue. Difficult patient anatomy and/or location of the stent in the body may have placed excessive force on the stent contributing to stent fatigue resulting in stent fracture. It is possible that the stent coursed under a ligament in the anatomy or was placed at a joint (e.g. Knee joint or hip joint) contributing to stress and fatigue from joint flexion/movement. Summary the complaint is confirmed based on customer testimony. Patient outcome is unknown however, clinical input suggests that the stent fractures would likely have required a form of intervention. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Meng et al 2018 (zilver ptx and flex) - "real-world comparison of drug-eluting and bare-metal stents in superficial femoral artery occlusive disease with trans-atlantic intersociety consensus b lesions: a 2-year, single-institute study". The routine procedure started from a contra-lateral retrograde or ipsilateral antegrade femoral punc-ture, according to the patients¿ anatomy and lesion site. Predilatation was always performed using a 3-4-mm diameter balloon before stenting. Simi-larly, postdilatation was always performed using a com-pliant balloon with either the same diameter or 1 mm less than the implanted stent diameter. Btk angioplasty was also performed if required. After completion of the angiography, the access sheath was removed and the punctured arteriotomy was manually compressed or re-paired using a vascular closure device. Stent fracture. Require intervention/additional procedures.

Manufacturer narrative:
PMA/510(k) # p100022/s027. Date of event: between (B)(6) 2009 and (B)(6) 2014 investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Meng et al 2018 (zilver ptx and flex) - "real-world comparison of drug-eluting and bare-metal stents in superficial femoral artery occlusive disease with trans-atlantic intersociety consensus b lesions: a 2-year, single-institute study". The routine procedure started from a contralateral retrograde or ipsilateral antegrade femoral puncture, according to the patients¿ anatomy and lesion site. Predilatation was always performed using a 3-4-mm diameter balloon before stenting. Similarly, postdilatation was always performed using a compliant balloon with either the same diameter or 1 mm less than the implanted stent diameter. Btk angioplasty was also performed if required. After completion of the angiography, the access sheath was removed and the punctured arteriotomy was manually compressed or repaired using a vascular closure device. Stent fracture. Require intervention/additional procedures.